Manufacturer narrative:
The site declined to provide patient information, per japan privacy laws. On 10/16/2015 reported issue could not be replicated. On 10/26/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/04/2015 software investigation completed. Software engineer analysis finds that patient logs do not show information related to accuracy. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a a posterior spinal fusion procedure using a 12 inch c-arm, there was an alleged inaccuracy. A reference was on the ilium. Aerial image of the front view was taken. Two images of the front view and then two images of the side views were taken. These images were checked, and it was confirmed that the side view images were precisely taken, however, the front view images were shifted one vertebral body backward: probe was actually on l3, but navigation was on l4. Navigation was stopped to use afterwards and the procedure was completed using fluoroscopy instead. There was no delay of therapy. There was no impact on patient outcome.